Event description:
It was reported that the customer passed away, but the customer was not wearing the insulin pump at time of death. It was stated that the customer was sleeping and the infusion set came out. Then the customer was taken to the hospital and suffered a major coronary. It was stated that the cause of her death was acute pulmonary arrest, brain injury, and diabetes ketoacidosis. The spouse stated he will keep the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.